Manufacturer narrative:
Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the left saline breast implant. During visual evaluation of the sample, a crease was noted in the posterior view. Within the crease, a tear was noted, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3501640 and lot number 5592169) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation. Concomitant products: mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, lot #5592169. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was confirmed by a doctor¿s physical examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020.